Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable infusion pump (B)(4) found a gear train anomaly of corrosion and/or wear and/or lubrication, a stall due to shaft bearing and overinfusion of an undetermined root cause. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen (2000 mcg/ml at 1472 mcg/day) via an implantable infusion pump. It was reported that the patient was admitted to the emergency room with symptoms of baclofen withdrawal. The pump logs were read and showed that a motor stall had occurred on (B)(6) 2018. The pump was replaced. The patient was "back to doing well." The issue was considered resolved. There were no known environmental, external or patient factors which may have led or contributed to the issue. The patient's status at the time of the report was alive - no injury. No further complications were reported.